Event description:
A user facility clinic reported that they had multiple patients bleeding from the use of bain fistula needles. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).